Event description:
The pt underwent an interventional procedure of the iliac artery. The physician attempted arteriotomy closure using a techstar xl 6 fr. Device. When deploying the device only one needle presented at the hub. Needle breakdown was unsuccessful. The physician performed a small cut down in the cath lab and retrieved the missing needle from the subcutaneous tissue. After removing both needles, the device was removed and closure was achieved using manual compression. The pt recovered without incident.